Event description:
The customer reported the internal paddles were broken/failed. Insufficient information is available regarding the type of failure; however, this could indicate a malfunction of the internal paddles. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.